Event description:
It was reported that the patient underwent a gynecological procedure in 2005 and was implanted into the patient for repair of pelvic organ prolapse, vaginal prolapse and a rectocele. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that mesh was implanted on (B)(6) 2005 to treat posterior rectocele. The patient underwent another procedure on (B)(6) 2010 and pinnacle was implanted. It was also reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was further reported that patient underwent mesh revision on (B)(6) 2010 due to mesh erosion and pain in vaginal area. Additionally, on (B)(6) 2012, the patient underwent mesh removal due to pelvic pain, pain during intercourse, problems voiding and defecating. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to pop. It was reported that following insertion the patient experienced organ perforation. No additional information was provided.